Event description:
It was reported that (1) device was used during a laparoscopic left hemicolectomy. It was reported by the affiliate that the trocar outer gasket seal tore when inserting a 10mm device. Another device was used to complete the case. There was no consequence to the pt.